Manufacturer narrative:
Internal file number - (B)(4). Initial 30-day medical device report was filed without the method codes.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned and analyzed. The tip separation was confirmed. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that the tip segment of the confianza pro wire was trapped by the target cto lesion when repeated bending force was inadvertently applied by wire manipulation to cross. The force led the core wire to fracture, and the coil wire was elongated and eventually fractured by pulling force applied during withdrawal of the guide wire from the anatomy. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during a procedure of the chronic, totally occluded posterior tibia vessel, the asahi confianza guide wire was being manipulated when the tip became detached in the occlusion. The device fragment was removed using a snare device without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.